Event description:
It was reported that a patient had a trial device put in the day prior to the report as part of a basic trial evaluation. At the healthcare provider office the device was at 6 volts, and when the patient got into the car to go home he couldn¿t feel it. At home, he it up to 10 volts and only felt it if he moved a certain way. So far the patient hadn¿t seen an improvement in his symptoms and he was going to the bathroom the same amount. Eleven days later, the patient wasn¿t feeling stimulation all of the time and stimulation was intermittent. A manufacturer representative told him that it should ¿work itself out¿ but it hadn¿t. There was 50 percent or greater symptom reduction and the patient¿s healthcare professional suspected the cause of the event was lead migration over time. No troubleshooting was done and no malfunctions were seen. The patient recovered without permanent impairment and was to undergo an advanced trial evaluation.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).